Event description:
This rv lead was implanted on (B)(6)2007 and remains implanted as of this time. A call was received by technical services on 05/16/2017 stating that this lead has low r waves. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).